Event description:
Rptr alleged blood glucose measured hi back to back with a result of hi followed by another result of 198 mg/dl performed within several mins of each other. No actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent.